Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The returned leads were cleanly cut. No anomalies were identified on the lead aside from the clean-cut. The clean-cut damage to the lead is a result of a typical explant procedure, and it is not considered a failure. The returned clik x anchor passed the visual inspection and revealed no anomalies. With all the available information, boston scientific concludes the cause of the reported event could not be determined as no problem has been detected.

Event description:
It was reported that patient experienced inadequate stimulation. There were many attempts of tonic and high frequency programs yet the patient had small relief from this. The patient underwent an explant procedure of the scs system. The patient was doing well post operatively.

Manufacturer narrative:
(B)(4) additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: (B)(4), model: sc-2408-74, serial: (B)(4), batch: 3217047. Product family: scs-linear leads-MRI: upn: (B)(4), model: sc-2408-74, serial: (B)(4), batch: 7016041. Product family: scs-lead fixation-MRI: upn: (B)(4), model: sc-4319, serial: n/a, batch: 23537340.

Event description:
It was reported that patient experienced inadequate stimulation. There were many attempts of tonic and high frequency programs yet the patient had small relief from this. The patient underwent an explant procedure of the scs system. The patient was doing well post operatively.